Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side granuloma and "patient is worry about alcl." The device has been explanted.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified. It is not possible to determine the lot number or catalog number through the photos provided. Anxiety¿product/procedure: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Additional observations: white particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported granuloma. The device has been explanted. This relates to the left side.